Manufacturer narrative:
(B)(4) d10: medical product: nk2r fem comp r/pc/2: catalog#6205-12-021, lot#60417847; rev fem stm 14.5mm x 200m: catalog#6215-20-145, lot#ni; nk2r +4 tibial basepl.r/pc/2: catalog#6204-01-420, lot#60806075; rev tib stm sz215mm natur: catalog#6215-00-215, lot#1636008; ultra tib ins rt sz1/2 19: catalog#6275-01-719, lot#ni; cancl bone scw ti 6.5mmx5: catalog#4301-07-050, lot#ni; cancl bone scw ti 6.5mmx4: catalog#4301-07-040, lot#ni. G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee procedure on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery of the patella component due to wear and moderate osteolysis. During the patella revision procedure, the femoral component was additionally found to be fractured. This femoral component was revised at a later date. Diligence is complete and all available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned patella identified the articulating surface had a large gouge on the poly insert which is a flattened area. The metal backed patella had nicks/dings and scratches as a result of wear. Visually verified product identifiers. The poly insert and metal backed patella were received disassembled. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Complaint sample was evaluated and the reported event was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.